Manufacturer narrative:
The customer provided units of measure for the vitros system of t3 (ng/ml), t4 (ug/dl), tsh (uu/ml), ft4 (ng/dl) and ft3 (pg/ml). The patient sample was submitted for investigation. The high tsh results generated at the customer site on the roche, architect and advia systems were reproduced. Upon further investigation of the sample, no interfering factors were identified. The differences in tsh results between the vitros analyzer and the roche analyzer cannot be explained with available methods. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial tsh result was 5.62 (unit of measure not provided) from a vitros 5600 instrument. This result was reported outside of the laboratory. The clinician stated the result did not correlate to the patient¿s clinical picture and requested the sample be rerun on the e411 analyzer. The tsh result on the e411 analyzer was 54.82 uiu/ml. The patient was treated with eltroxin based on this result. After this treatment, the tsh values from the e411 analyzer decreased but the tsh values on the vitros instrument did not change much. No adverse event occurred due to this treatment. The patient was in the hospital suffering from multiple myeloma. The patient has died. The cause of death was multiple myeloma. There is no indication that the device caused or contributed to the patient¿s death. The clinician requested that the patient sample be tested for immunoglobulins and the results were very high: the patient had an igg result of 877.6 mg/dl, an iga result of 3441.7 mg/dl and an igm result of 118.5 mg/dl. Since the patient was in the hospital, additional samples were obtained. The customer continued to perform comparison testing and additional erroneous tsh results were identified. See the attached data for the comparison data. The e411 analyzer serial number was (B)(4). The customer stated that the e411 analyzer and the vitros 5600 instrument are in the same room and other parameters run on both systems are fine. The customer also regularly cross-checks patient samples on both systems and all results are ok except the results for this patient.